Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08april2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the orange and green power led went off due to contact failure. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 31may2019, date rec¿d by MFR : 30may2019. The manufacturer¿s international service technician confirmed the reported led issue. The repair was canceled by the customer so the unit was returned. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.